Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that during a reconstruction of scalp procedure, the idrt mesher was not properly fenestrated through the silicone and the surgeon used a blade to make the incisions she wanted. No patient injury reported and the event did not lead to surgical delay.

Manufacturer narrative:
Additional information received: surgeon confirmed that there was no issues with wound bed conformity.

Manufacturer narrative:
DHR - manufacturing records were reviewed and found no anomalies. The failure is unconfirmed. Per the DHR review, 5 devices were segregated and discarded during the 100% in process inspection after meshing/cutting and thus, it is unlikely that any unmeshed devices were delivered to customer. Since the product was used during surgery, it will not be returned to be able to confirm the complaint and the root cause is undetermined.

Event description:
N/a.